Event description:
It was reported that a patient wasn't getting symptom relief and saw her doctor, who checked the device with a clinician programmer and saw obvious issues with the lead. Diagnostic testing included impedance testing and all electrodes had high impedances. There was also some pain during stimulation. The lead was explanted and replaced. The impedances resolved after replacing the lead and the reporter wasn't sure what caused the issue. There were no noticeable fractures in the lead. The patient was doing well following the procedure.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0dpgu, implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4). Analysis of the lead revealed that the lead conductor was broken at or near the tines. All conductors were broken 5.0 cm from the distal end of the lead. (B)(4).

Manufacturer narrative:
(B)(4).